Event description:
It was initially reported that the zimmer air dermatome was broken. Through device analysis it was observed that the device was very corroded. Additional clinical follow up with the customer indicated that the reported event was observed during set-up and there was no patient injury, extended procedure time or medical intervention required.

Manufacturer narrative:
Beginning 05/31/2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/13/1995 and was last repaired at zimmer surgical on (B)(4) 2003. Evaluation of the device determined that the head, control bar and width plates were nicked. The control bar was not flush with the master blade and the motor would not run. Prior to repair, the device was outside of calibration specifications and the side to side specifications at all thickness settings. It was also observed that the device was very corroded, the locking nut and the screws in the neck were stripped. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.